Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance warning triggered for high lead impedance on the coils. The patient was scheduled for an rv lead revision and possible replacement. Fluoroscopy before the procedure showed that the connector pin was not all the way inserted into the device header. The pocket was opened and the connector pin was removed, then fully reinserted into the device header. The device and lead remain in use. No patient complications have been reported as a result of this event.